Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is not available for analysis. Additional information will be submitted within thirty days upon receipt

Manufacturer narrative:
The (B)(6) male patient had a precise stent implanted in the proximal right internal carotid artery. The patient developed amaurosis fugax which was diagnosed as a tia during post dilatation. No emergent cea surgery was required. The symptoms resolved within 24 hours with no deficit. The tia was due to a spasm distal to the angioguard filter which was relieved with nitroglycerin 200 mcg intra-arterial and resolved after 4 seconds. Two weeks after the index procedure, a contralateral procedure was performed with implant of a precise stent in the proximal left internal carotid artery. The patients medical history includes: synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, first-degree relative with premature cad, significant aortic arch disease, hyperlipidemia, clinical copd, history of smoking, diabetes mellitus, coronary artery disease, hypertension. (B)(4). Lake region lot number 02424012 is cordis lot number 70810511. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02424012. This packaging lot contained 157 units, which were shipped from lake region medical on september 13, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Tia occurs when the blood supply to part of the brain is briefly interrupted, i.e., as a result of a vessel spasm. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of the (B)(6) study. The target lesion was located in the proximal right internal carotid artery. The patient received a precise stent implant. The site reported that the patient had amaurosis fugax diagnosed as a tia. The neurological symptoms began during post dilatation. No emergent cea surgery was required. The symptoms resolved within 24 hours with no deficit. The tia was due to a spasm distal to the angioguard filter which was relieved with nitroglycerin 200 mcg intra-arterial and resolved after 4 seconds.